Event description:
It was found during review of programming history that the patient had high impedance. The generator was turned off for a time and was later turned back on. No further information has been received. Attempt for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming.

Event description:
It was reported that the high impedance was observed in the operating room, but was resolved prior to the surgery ending.